Event description:
Litigation papers allege patient began to experience diminished quality of life and physical functions; pain, stiffness and weakness in his right hip.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Update - medical records received (B)(6) 2013. Revision operative report indicates the following: pain; probable acetabular component loosening; thickened tissue and scar tissue in the posterior hip capsule; minimal greyish staining; acetabular component came out quite easily with only a very small area of bony ingrowth as well as very little fibrous ingrowth; pseudomembrane and scar tissue in acetabulum. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.